Manufacturer narrative:
Examination of the AED's electronic files for the rescue attempt on (B)(6) 2016, reveals a patient whose cardiac rhythm is ventricular fibrillation (a shockable rhythm), for which the AED correctly recognized, advised a shock, charged and delivered a shock. The AED then powered off during CPR coaching. The electronic files indicate that there was a failure to maintain the AED in accordance with the device's user manual. Specifically, on (B)(6) 2016, the AED detected a low battery condition after an automatic self-test and began flashing its red asi light and chirping to indicating the low battery condition. From (B)(6) 2016, the date of the rescue attempt, there is no indication of any human interaction to maintain the unit. The AED associated with this event, a battery pack (sn (B)(4)) as well as an unopened set of defibrillation pads (lot code d012116-01) were received. The defibrillation electrodes and battery pack that were used during the event were not returned. The AED and returned battery pack were attached to a patient simulator set to ventricular fibrillation (vf) a shockable rhythm. The AED analyzed the cardiac rhythm and appropriately recommended a shock. The AED charged in preparation for shock delivery, and when the shock button was pressed the AED delivered a defibrillation shock, within specs, to the simulated patient. This test was repeated and in each occurrence, the AED successfully delivered a defibrillation shock, within specs, to the simulated patient. The AED was opened and the AED's circuit boards were visually inspected for any un-soldered, damaged components or contamination and none were found. The device's power connectors and cables were inspected for proper connection and they were ok. The results of the visual and functional testing of the returned device and battery pack did not identify any device malfunctions, the AED and battery pack are functioning properly as designed.

Manufacturer narrative:
Although requested, to date, the AED, battery pack and pads associated with this complaint have not been returned. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by a customer that during a rescue attempt on a male patient, that after the AED delivered a shock to the patient, the AED's screen went blank. The customer reported that they continued the rescue with a second unit and that the patient survived.